Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the rptr: firing could be done on duodenum, but the tissue on tip of the cartridge was torn. Another device was used to complete the procedure.